Manufacturer narrative:
Device passed the self test. No unexpected pump error 4 alarm found during testing or in the device history file. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Troubleshooting was performed. The insulin pump failed the self test and the alarm recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.